Manufacturer narrative:
Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has fractured on the medial side of the post. All pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the trialing process of a knee arthroplasty, the provisional fractured while being removed from the joint space. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.